Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0 / (B)(4)/ model #: 1403us / expiration date: 2019-04-30 UDI #: (B)(4), device evaluation anticipated, but not yet begun mfg date: 2018-04-17 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found unconscious with a double disconnect and no power to the controller. The controller was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation, however, log file analysis revealed a controller power up event on (B)(6) 2018, at 10:06:51 several momentary disconnections were recorded leading up to the loss of power. The data point recorded after the loss of power revealed that an active adapter was connected to power port (1) and no power source was connected to power port two (2). The controller was without power for 3 hours, 8 minutes and 43 seconds. Log file analysis revealed a second controller power up event on (B)(6) 2018, at 10:07:58. The data point prior to the losses of power revealed that an active adapter was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 16 seconds. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. An internal investigation was opened to evaluate events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: controller 2.0 , s/n: (B)(4), FDA method code(s): 4112, 4114, FDA results code(s): 3213, FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: b3, g4, h10 product event summary: one (1) ventricular assist device (vad) and one (1) controller were not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2018, at 10:06:51. Multiple momentary disconnections were recorded leading up to the loss of power. The controller was without power for 3 hours, 8 minutes and 43 seconds. A second controller power up event occurred on (B)(6) 2018, at 10:07:58. The controller was without power for 16 seconds. There is no evidence that the lubrication servicing was performed on the associated device(s). As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources as described in the event details and/or to an intermittent disconnection on one power source. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.